Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote follow-up, elevated impedance was observed on the right atrial (ra) lead. The lead was capped and replaced. The patient's condition was stable following the procedure.